Manufacturer narrative:
Product investigation summary: the investigation has shown that the wall on the tip of the rod holder is cracked. The surface of the tip shows a lot of wear marks, which is consistent with frequent use. The review of the production history revealed that this instrument was manufactured in september, 2011 according to specifications. No complaint related anomalies were identified. Therefore, no product failure could be detected. The exact cause of this occurrence could not be determined. It is likely that applications of high applied force during the rod introduction caused this damage. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. DHR review for part# 03.616.048, lot# 7907168. Release to warehouse date: july 22, 2015, supplier: (B)(4), ncr (B)(4) reports a documentation error. All pieces conform to specifications; ncr has no bearing on complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. No deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the rod holder cannot connect a rod properly and hold in position. Tip functional issue. Happened intra operative. No delay to surgery time. No patient harm reported. This complaint involves one part. Issue intraoperative detected without patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.